Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, complication in site preparation (pain while drilling up to 9.5mm), infection, pain at insertion - a shorter implant has been placed successfully.